Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that despite getting bent cannulas on her infusion set the insulin pump has not been alarming with no delivery. The patient's blood glucose at the time of incident was 270 mg/dl. The customer called in to test the no delivery alarm but was unable to locate her tubing clamp. A tubing clamp was shipped to the customer and when it arrives the customer agreed to call the 24-hour helpline in order to perform the high pressure test. No products were returned.